Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a patient who was critically ill with end stage cirrhosis had infusions of neosynephrine and normal saline running at unspecified dosages and rates; at approximately 9:28 am the patient's blood pressure dropped from a baseline of about 100 to the 70's and 80's. The nurse noted the two pumps were off and when she attempted to restart them a communication error was displayed, and the pumps shut off again. The nurse then restarted the infusions on new pumps and the infusions continued. Approximately 5 minutes later the patient "coded" and was successfully resuscitated. The patient was placed on comfort measures at approximately 10:00 am and passed away at approximately 12:00 noon.

Manufacturer narrative:
The customer¿s report of a communication error was not confirmed. The pcu event log showed that on (B)(6) 2016 channel b pump module s/n (B)(4) was infusing a custom concentration of phenylephrine at 91.3ml/hr. At 9:28 am channel a pump module s/n (B)(4) was programmed to infuse phytonadione 10mg/50ml (drugid 407) at 100ml/hr. At 9:32 am channel b s/n (B)(4) experienced a channel malfunction for a sensor broken high failure (error code 240.4150.0) and channeled off. Although, channel b stopped infusing due to the channel malfunction, channel a pump module s/n (B)(4) was still infusing until 9:36 am when both modules experienced a loss of power at the same time, likely due to the devices being removed from the pcu. There were 3 pump modules attached to the pcu at the time of the reported event. It is likely that channels a and b were on the left side of the pcu, and the user would have had to remove both channel a and channel b to address the malfunction on channel b. When the devices were removed, a channel disconnect pop-up message occurred since channel a was still infusing. Soft key 14 was selected to confirm the channel disconnect. The pump module passed preventative maintenance testing and the analog sensors test. The cause of the reported event was identified as a channel malfunction for error code 240.4150.0 (sensor broken high failure). The root cause of the sensor failure was not identified.